Manufacturer narrative:
Received 1 set of used arcitgel pads and 1 unopened l arcitcgel pad kit. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted use evidence, the pads were found trim pattern is correctly, the energy connector were found free of damages and presented a good connection. The functional evaluation was conducted as follows: the pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: kit opened: * left chest pad: a total of 3.53 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 3.17 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 4.14 l/min m2 of flow rate were registered during the test. Kit unopened: * left chest pad: a total of 4.26 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 3.66 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 4.93 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, the device produced low flow (2.0lpm). The patient's temperature was 37.7°c ,and the water temperature was 8°c; however, the flow would not increase above 2.0 lpm. The patient's temperature never reached the target of 36°c. Initially, the patient's temperature dropped below the target, and as a result, the device was replaced with an arctic sun 2000. However, the problem was unresolved. Subsequently, the pads were replaced which resolved the problem, and therapy was resumed using the artic sun 2000 device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, the device produced low flow (2.0). The patient's temperature was 37.7°c ,and the water temperature was 8°c; however, the flow would not increase above 2.0 lpm. The patient's temperature never reached the target of 36°c. Initially, the patient's temperature dropped below the target, and as a result, the device was replaced with an arctic sun 2000. However, the problem was unresolved. Subsequently, the pads were replaced which resolved the problem, and therapy was resumed using the arctic sun 2000 device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, the device produced low flow (2.0). The patient's temperature was 37.7°c ,and the water temperature was 8°c; however, the flow would not increase above 2.0 lpm. The patient's temperature never reached the target of 36°c. Initially, the patient's temperature dropped below the target, and as a result, the device was replaced with an arctic sun 2000. However, the problem was unresolved. Subsequently, the pads were replaced which resolved the problem, and therapy was resumed using the arctic sun 2000 device.